Manufacturer narrative:
This device currently remains implanted and in service. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this device was explanted and replaced with a medtronic device. No additional adverse patient effects were reported. Please advise that the date of explant is estimated. We received information from the physician that the device was explanted in the beginning of september at st. Agnes hospital. There was no boston scientific sales representative present during the explant procedure. It is currently unknown as to whether this device is available for return. Should additional information become available, a supplemental report will be provided.